Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was initially reported patient underwent a left hip arthroplasty and experienced an intra operative periprosthetic fracture with wire fixation noted. It has now been reported to be resolved with no additional patient injury. Revision surgery did not occur. The device remained implanted. Upon review at the 2yr postop visit the patient reported no pain, no problems with self-care, and regularly participated in active events such as bicycling. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: universal 2-hole shell liner catalog#14-103656 lot#273500; e1 ringloc max-rom acetabular liner catalog# ep-105994 lot#719820;delta ceramic femoral head catalog#650-0662 lot#3137501. (B)(6). The device was not returned for evaluation due to unknown location. Review of the manufacturing history record (mhr) was reviewed for deviations and/or anomalies. There were two non conformances noted: one for marks or scratches on neck or neck flat area, resulting in rework; one for removal of test house inspection on all taperloc update hips, no rejects were noted. Review of complaint history for same issue identified ten complaints for part (catalog) number and no complaints identified for lot number. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists, "miscellaneous user needs (intraoperative or postoperative bone perforation or fracture)". Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient with a primary diagnosis of osteoarthritis underwent a left hip surgery on (B)(6) 2015. A report of an intraoperative periprosthetic fracture with wire fixation was noted. No further information was provided and the patient's outcome is unknown.